Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizziness and presented to the emergency room; the physician elected to prescribe holter monitoring for the patient. On (B)(6) 2015 the patient presented in the clinic, upon interrogation, the right atrial lead exhibited loss of capture. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. There were complications to the patient. No further information could be obtained.